Event description:
After installing the acetabular cup, the surgeon tried to disconnect the impactor from the acetabular cup, but it couldn't. The surgeon tried to disconnect at outside of the body again, but it couldn't. The surgeon changed acetabular cup size 52mm and implanted with another impactor. The surgery was prolonged about 10 minutes.